Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. During the procedure, the mesh appears to have fractured in the middle of the mesh. The surgeon completed the procedure by placing another mesh over the one which appeared fractured. There was no adverse consequence to the patient reported. The mesh remains implanted. Additional information has been requested.